Event description:
The healthcare professional reported that during the endovascular embolization procedure, the physician took the 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 9335199) from the dispenser hoop for inspection and observed that the delivery wire of the stent had fractured / separated. The stent was not used in the patient. The physician replaced the device to use and complete the procedure. There was no report of any negative impact to the patient. A photo of the device was included in the complaint. The product analysis team will review the photo. On 19-mar-2025, additional information was received. Per the information, the delivery wire was not reshaped. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212). There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo included in the complaint. The review is documented below. [Photo review]: the photo shows one segment of the delivery wire, which was observed to be broken in two. The rest of the components were not shown in the photo. No other relevant details can be observed. The reported issue documented in the complaint regarding the delivery wire being separated can be confirmed based on the conditions observed in the photo. There is not enough information to determine any contributing factors to the issue experienced. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. This investigation was performed based only on the video provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9335199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The delivery wire was observed to be broken in two parts. The stent component remained inside the introducer. No other damages were observed. Microscopic inspection was performed on the stent component. The stent was observed disengaged from the delivery wire. There are residues of dried saline noted on the stent. The reported issue documented in the complaint regarding the delivery wire of the stent being fractured / broken was confirmed based on the damaged condition observed on the returned device. It is suggested that the device was subjected to certain manipulation that could have caused the delivery wire to break off during the advancement of the unit. The dried saline solution residues suggest that the device was previously flushed and prepared for the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the manufacture of the device. The disengaged condition of the stent suggest that it was inadvertently moved during the advance or retract the stent from the introducer. However, this condition is not considered related to the reported issue. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9335199. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent this type of damages from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 10-apr-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. This MDR submission also includes a correction to the UDI. Corrected section: d.4: primary UDI number. Updated sections: b.4, d.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.